Event description:
During the procedure an electrode has been use by the surgeon. Shortly before finishing the procedure the surgeon noticed that a part of the electrode¿s tip was fallen of. The missing part could be removed and no harm has been done to the patient. Procedure was finished, no further action required.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated. In process.

Event description:
During the procedure an electrode has been use by the surgeon. Shortly before finishing the procedure the surgeon noticed that a part of the electrode's tip was fallen of. The missing part could be removed and no harm has been done to the patient. Procedure was finished, no further action required.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.

Manufacturer narrative:
The complaint device was received and forwarded to the supplier for evaluation. Visual inspection confirms the active tip is broken and the ceramic on the distal tip showed signs of activation. It was noted that the active suction tube has eroded during use and there is a section of the active suction tube which is believed to be eroded away due to excessive use and would not have deposited into the patient joint space. No electrical or functional tests were conducted due to the condition of the electrode. This failure is being investigated under a supplier CAPA. Root cause: the current design heavily relies on the epotek within the distal assembly to withstand mechanical stresses during aggressive tissue test and to protect the stainless steel from chemical erosion. During use of an electrode the weld joint between active tip and active suction tube weakens due to mechanical fatigue, chemical erosion and a combination of both (stress corrosion pitting). The weld bridge receives mechanical stresses above yield. Corrective actions involving design changes are being investigated currently. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. A review into the complaints system revealed no other complaint of any kind for this lot of 304 devices that were released to distribution. (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During the procedure an electrode has been use by the surgeon. Shortly before finishing the procedure the surgeon noticed that a part of the electrode's tip was fallen of. The missing part could be removed and no harm has been done to the patient. Procedure was finished, no further action required.